Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that the right atrial (ra) lead was oversensing noise. No intervention was performed. The patient was in stable condition.